Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward. Customer was advised that they could continue using the pump and to call back if any issues reoccurred.